Event description:
An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Upon further investigation by facility staff, it was determined that the operator was not priming the t connector located near the pt's access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.